Event description:
It was reported that: "when inserting the guideliner into the coronary artery, it got broken/separated. Therefore, the guideliner was removed and replaced with a guide extension of the other company to complete the procedure. No injury to the patient occurred."

Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when inserting the guideliner into the coronary artery, it got broken/separated. Therefore, the guideliner was removed and replaced with a guide extension of the other company to complete the procedure. No injury to the patient occurred. "

Manufacturer narrative:
(B)(4). UDI will be provided with the follow up report.